Event description:
It was reported that a secondary administration of IV ceftriaxone 2g was programmed to infuse at 165 ml/hr. Clinician discovered that although the infusion pump indicated the infusion was complete, the antibiotic bag remained full. The tubing was unclamped, and the pump was running at a keep vein open rate. The clinician switched the medication to another channel and infusion completed successfully. There was no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion of ceftriaxone was not confirmed through a review of the device logs or reproduced during laboratory testing. Inspection of the suspect devices found no issues or anomalies that could contribute to the reported issue. All inspected parts were manufactured by bd. A review of the suspect pump module error log showed no error or malfunctions relevant to the customer¿s complaint. On the reported date of (B)(6) 2025, the suspect pump module was attached to pcu s/n (B)(6) and powered on at 11:12:17 am. At 11:12:50 am, pump module was selected and programmed a secondary infusion with a rate of 165ml/h and a volume to be infused (vtbi) of 55ml. The infusion was started. At 11:33:17 am, secondary infusion completed and switched to primary infusion with a rate of 25ml/h and a vtbi of 100ml. The infusion was started. At 11:36:20 am, pump module was powered off. No more infusions were recorded on the reported date. Rate accuracy testing was performed on the source pump module. The device was found to be delivering fluid in specification. The incident administration set was not returned for this investigation; therefore, testing could not be performed. Per the bd alaris system user manual v12.1.3, states within warnings and cautions, do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Additionally, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported under infusion of ceftriaxone was not identified. The returned devices were fully evaluated, and no anomalies were found during laboratory testing. Note that this report lists imdrf annex a1801, c0503, d08, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a secondary administration of IV ceftriaxone 2g was programmed to infuse at 165 ml/hr. Clinician discovered that although the infusion pump indicated the infusion was complete, the antibiotic bag remained full. The tubing was unclamped, and the pump was running at a keep vein open rate. The clinician switched the medication to another channel and infusion completed successfully. There was no patient harm.